Manufacturer narrative:
As received from the field, the external sheath was crumpled. This most likely occurred during the array retraction post ablation due to the tissue increasing the external diameter of the array in relationship to the internal diameter of the external sheath. No functional testing could be performed on device using form sswi100-f02. Every novasure disposable device is inspected to ensure proper device deployment and retraction prior to final release. This observation will be monitored and trended. Standard DHR review/a device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Event description:
It was reported that during a novasure procedure on (B)(6) 2020, was noted that there was a hole in the array. Procedure was completed with a second device and there were no patient injuries involved. However, during investigation on 16-nov-2020 it was noted that the external sheath was crumpled.